Event description:
Reporter alleged that the meter display appeared to be melted and scorched. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.